Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-dec-10. The pt reported the communicator has died 3 times and the main hand held would not increase % above 25. They were not getting a response for at least week. The patient stated they have been waiting for someone to call them and they were not happy and were considering having the device removed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the stimulator was plugged in during the night and this morning about 4am the stimulation went off and they tried to restart the therapy and it wouldn't start. Patient stated they woke up later and tried to start the therapy again and the screen said something about the device not working. Agent asked patient to connect with the handset and communicator and patient said the handset is fully charged. Patient was able to access the app and connect to their therapy app with no messages coming up. Patient reported stim was on (on group a at 9 intensity, which was what they were normally at), however they still weren't feeling stim. Patient confirmed they usually felt stim and mentioned they turned the stimulation up a couple weeks ago so patient did feel stim. Agent assisted patient with turning therapy off and back on again and patient is not feeling the stimulation. Patient mentioned they have a group b and c, but have never used them. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have a doctor appointment on wednesday morning at 9:30 and would see if the office could contact a rep for them if needed.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the problem is not solved, they have replaced three batterie and the problem continues. No further replacements would be sent. Patient stated the stimulator needs to be replaced. Patient is getting ready to say remove since they are unable to service. [See the following srs/pes pertaining to the handset and communicator issues reported: (B)(4)].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-nov-25. The pt reported issues with their handset (went blank, was unresponsive, not powering on) since (B)(6) 2024 when they lost power. They stated they didn't know if it was working or not because they couldn't feel stimulation in their stomach. They stated they have had a terrible time with this stimulator since they got it in (B)(6) 2024 and commented they have had to replace the communicator 3 times already. The pt was worried this would happen again over the holiday and won't have anyone to call for help. They stated if they continue to have issues then they will have it taken out. Patient services assisted the pt with powering the handset on and the pt confirmed the handset was fully charged. The pt was able to connect to the implant and confirmed that the therapy was on and they were using group a at the moment. It was reviewed with the pt that they could adjust the intensity of the stimulation if needed. It was noted that the troubleshooting on the call resolved the issue. The patient letter response was received on 2024-dec-10. The pt reported the cause of the loss of stimulation was due to the comm unicator and handset issues they were experiencing. They reported the communicator had died 3 times and the main handheld would not increase % above 25.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.